Event description:
The following was reported to hamilton medical ag: biomed states that during testing, they got tech fault of tf285002 alarm lamp defect, checked alarm lamp for proper connection, but issue remains. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue, the device alarmed for 'te285002 alarm lamps warning defect', was discovered during preventive maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective control board. After replacing the control board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact the patient safety during ventilation since medical personnel may not be visually alerted as intended/needed to alarm that could require further action to ensure proper ventilation of the patient.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: biomed states that during testing, they got tech fault of tf285002 alarm lamp defect, checked alarm lamp for proper connection, but issue remains. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: biomed states that during testing, they got tech fault of tf285002 alarm lamp defect, checked alarm lamp for proper connection, but issue remains. No patient involvement.